Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that when the plug is inserted with the plug introducer the plug normally stays in the femoral canal but in this incident, the plug ( 2/3) comes up with the inserter and 1/3 of the plug stays in the femur canal.